Event description:
A malfunction alarm with malf 9 code was reported, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur after this action. The customer was advised to continue using the pump and to contact technical support if the problem reappears.